Event description:
The customer reported to olympus, the evis exera iii colonovideoscope's bowden cables were defective. The device was returned for evaluation. During the device evaluation, the angle wire was worn causing the bending return angle to be out of the standard. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the celling plate was deformed, the bending section could not be controlled at all due to wear of the angle wire, the image guide protector had a cut, the objective lens had a scratch, the light guide lens had a chip, and the adhesive on the bending section cover had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive stress. The event could be prevented/detected by handling the device in accordance with the following instructions for use: -inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device.